Event description:
Customer reports the advantage/voicemate system produced a result of 634mg/dl. No action reportedly taken based on result. No treatment information provided. No adverse treatment info provided. No adverse event reported. Requested return of suspect device and replacement was sent. Numeric reading range of device is 10mg/dl to 600mg/dl.